Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that under sensing on the atrial channel of smaller atrial morphologies was observed during rapid atrial rhythms on current and stored electrograms (egm). Some atrial events appear to be falling in blanking/refractory at times. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.